Event description:
The valve on the sheath leaked considerably, this resulted in a large volume (5-600ml) of blood being lost, resulting in the patient receiving blood transfusion. No part of the device remained inside the patient. The adverse effect to the patient reported due to this occurrence was that her blood pressure dropped to critical levels.

Manufacturer narrative:
Product was returned in a used and damaged condition. The silicone disk was missing from the valve and had lodged in the sheath about 10cm from the tip. Per quality control specifications, there is 100% air pressure test performed on each order received. In addition, there is 100% inspection, confirming correct proximal check-flo assembly and that the disc is correctly positioned in the check-flo cap. Assembly must be clean and free of debris and it is confirmed the check-flo fittings are fully snapped and secure. Precautions listed in the instructions for use (IFU) state, "the maximum diameter of the instrument or catheter to be introduced should be determined to ensure its passage through the introducer. All instruments or catheters used with this product should move freely through the valve and sheath. Damage to the valve/introducer may result when the fit is tight." A review of device history record confirms this device was built prior to the implementation of a CAPA resulting in a design change of the check-flo body to more securely hold the silicone disk in space. These devices are 100% leak tested, however, this failure mode is relevant to a preventive action, which implemented a design change effective 02 august 2011, which is after the valve assembly date for this device. Risk reduction activities implemented as a result of the CAPA investigation were evaluated and determined to be effective. We have notified the appropriate internal personnel and are continuing to monitor complaints for similar occurrences. A review of the device history record confirms the valve was assembled prior to the CAPA implementation and therefore, risk assessment is evaluated prior to that date. As a result, the associated risk does not warrant additional corrective action at this time.